Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising and was beyond the expected upper range. The analyst noted that on (B)(6) 2015, the lv pacing impedance rose to 665 ohms up from a trend of 323-513. Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular (rv) lead exhibited a slow increase in pacing impedance and a slow rising threshold with both values high and out of range. The r waves were small, as well. It was also reported that, in stored episodes on the most recent transmission, the lead appeared with oversensing and no capture. It was further reported that the rv lead exhibited a sudden increase in pacing impedance and a fracture was suspected. The lead was reprogrammed and, subsequently, capped and replaced. Also, it was noted that the left ventricular (lv) lead exhibited high impedance with a slow increase and loss of capture. A fracture was confirmed and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.